Event description:
The customer called for help with performing a control test. He performed control tests during the call and received 2 results of 194 mg/dl. The normal control range was 106-146 mg/dl. No adverse events were alleged. The test strips were to be returned for evaluation, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.